Manufacturer narrative:
Device 1 of 2. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown additional quantity of dressings from an unknown quantity of market units. It was reported that there was foreign matter. It was unknown if it was inside or outside of the packaging and if the product was used on patient. A photograph depicting the issue was received from the complainant.